Event description:
It was reported that the lead had high capture thresholds and the patient has pocket stimulation in unipolar mode. The lead remains in use and no intervention was taken. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.